Manufacturer narrative:
Medwatch sent to FDA 7/25/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, hard lumps, feels like "full of peas," allergic reaction, angioedema and feels like "bricks under skin" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, edema and hypersensitivity: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvederm volbella with lidocaine and juvederm volift with lidocaine in the face and lips. Some time later, the patient was also injected with juvederm voluma xc in the mid face and juvederm ultra plus xc in the lips. The results were "pleasing with no known side effects." Around 3 months later, the patient noticed their "bottom lip swell." Nothing had "eventuated" and the patient's lips "continued to swell top and bottom." A week after that, the cheeks began to swell. Patient feels "hard lumps at every point of entry including the point of beauty." Patient claims their lips "feel like they are full of peas." The healthcare professional noted that the patient had developed "hardening and oedema across [their] entire face" as well as an allergic reaction and that patient looks like they have "angioedema in [their] face." Patient has been treated with dexamethasone and prednisone which have a "temporary reduction in swelling, but no resolve for the lumps." The filler is visible at the injection points and the patient had noted that they "feel like bricks under the skin." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00553 ((B)(4)) and MDR ID #3005113652-2016-00554 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm volbella with lidocaine, also a device manufactured by allergan.